Manufacturer narrative:
Title: a comparison between first-generation and second-generation transcatheter aortic valve implantation (tavi) devices: a propen sity-matched single-center experience authors: neil ruparelia, dphil, mrcp1,2,3; azeem latib, md1,2; hiroyoshi kawamoto, md1,2; nicola buzzatti, md1; francesco giannini, md1; filippo figini, md1,2; antonio mangieri, md1; damiano regazzoli, md1; stefano stella, md1; alessandro sticchi, md1; akihito tanaka, md1,2; marco ancona, md1; eustachio agricola, md1; fabrizio monaco, md1; pietro spagnolo, md1; alaide chieffo, md1; matteo montorfano, md1; ottavio alfieri, md1; antonio colombo, md1,2 journal: the journal of invasive cardiology; vol. 28, no. 5, may 2016 date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature to investigate the impact of second-generation (2g) transcatheter aortic valve implantation (tavi) in comparison to first-generation (1g) devices with regard to procedural and short-term clinical outcomes. All data was collected from a single center between 2007 and 2015. The study population included 449 patients (predominantly male; mean age 83 years), all of whom were implanted with first generation tavi devices (medtronic corevalve (225) and edwards sapien xt [224]) (serial numbers not provided). One hundred seventy nine patients were treated with 2g tavi devices (edwards sapien 3 (47), medtronic evolut r (18), boston scientific lotus (35), direct flow medical [79]) (serial numbers not provided). The primary endpoint was 30-day safety according to the valve academic research consortium 2 (varc -2) definition. Among all patients adverse events included: paravalvular leak (pvl), permanent pacemaker implantation (conduction disturbances), stroke or transient ischemic attack (tia), myocardial infarction (mi), bleeding, stage 2 or 3 acute kidney injury (aki). None of the adverse events were attributed to medtronic product. As multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.